Event description:
Ortho hbc elisa test system, kit lot chk495, used for the detection of total antibody to hepatitis b virus core antigen in human donor serum or plasma reportedly tested repeatedly nonreactive with a specimen that tested hbc initially reactive, hbsag initially and repeatedly reactive, and confirmed hbsag positive. Sample ID 2177545 was tested with hbc, kit lot chk495, initially reactive with s/co of 18.583. Sample repeated tested in duplicate with hbc, kit lot chk495, and both were nonreactive with s/co of 0.864 and 0.859. The user suspected that the sample was truly reactive based on hbsag reactive result. The user repeated the hbc duplicate repeat testing. Hbc test results were repeated reactive with s/co > 18. The site did not release the unit for transfusion based on hbsag results. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number 712828.